Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received, stated that imaging revealed, the lead had migrated out of the epidural space. Reprogramming was unable to restore therapy as previously stated.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the lead was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation. The patient's system was autoreducing. Diagnostics revealed that several contacts had high impedances. Reprogramming was able to restore therapy, however the patient may undergo surgical intervention at a later day to address the issue.